Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: osseotite® tapered certain® implant 4 x 11.5mm, item #: xifnt411, lot #: unknown. The following information is unknown at the time of this report: device manufacture date: unknown. The reported device has been received for evaluation. Investigation has not begun, however. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the prosthetic screw fractured. The fractured portion was not able to be removed from the implant. The implant was removed.

Event description:
It was reported that the prosthetic screw fractured. The fractured portion was not able to be removed from the implant. The implant was removed. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information: the following sections are being reported: b5: it was reported that the prosthetic screw fractured. The fractured portion was not able to be removed from the implant. The implant was removed. There was no report of patient injury. G4: 01 jul 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H6: method, results, conclusions codes. H10: manufacturer narrative. The reported device and concomitant device were returned for evaluation. Visual inspection of the returned devices revealed that the internal drive feature of the implant contained pieces of the reported screw, which were too badly damaged to be removed. The reported condition of a fractured screw that was not able to be removed from the implant was confirmed. A device history record (DHR) review and complaint history review could not be performed for the reported screw as the device item and lot are unknown. A DHR review was completed for the reported concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported concomitant implant for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.